Event description:
It was reported that during an implant procedure, the superion indirect decompression spacer broke during deployment. The physician noted the inferior aspect of the spinous process was potentially thicker than normal. The physician attempted deployment both shallow and deep to bypass the thicker anatomy. The broken spacer was removed and a new spacer was successfully implanted.